Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the screen would turn back on briefly to show the 1-2-3 unlock screen, then immediately turn off. The customer is unable to use the pump. Customer's blood glucose level was in the 200 (mg/dl) range. The customer confirmed that an alternate method of insulin delivery was available.